Event description:
Event description boston scientific received information that one day post-implant, telemetry showed ventricular pauses with no apparent increase in device based threshold testing. A full interrogation was performed with manipulation, and results indicated potential microdislodgement. The physician could not achieve optimal lead placement with this model lead, and it was explanted and returned. A competitor model lead was successfully implanted and it achieved appropriate pacing numbers. No adverse patient effects were reported.